Event description:
It was reported that during interrogations the device presented with less than three months to eri and then 1.9 years two weeks later. The device appeared to have transiently experienced a drop in voltage to a sub-eri status before quickly recovering. There was no apparent cause for such a drop. The patient continued to be closely monitored.

Manufacturer narrative:
(B)(4).